Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states that: if you select fill cannula from the load menu, but do not complete the process within 3 minutes, the fill cannula alert occurs. You are prompted to complete the cannula fill process.

Event description:
It was reported that the customer experienced high blood glucose level (305 mg/dl) with large ketones and was unsure of the cause. The contact asked their physician on what to do and their healthcare provider recommended contact administer a manual injection. Troubleshooting with tandem customer technical services determined the pump functioned as intended, however it was confirmed that the customer received two fill cannula alerts and a resume pump alarm. The contact acknowledged that the cause may be due to not completely finishing the load sequence.